Manufacturer narrative:
(B)(4). Visual analysis of the device revealed that the corewire was detached (fractured) at the distal tip and a small section of pebax was highly damage. In addition, the detached part of the distal tip was not returned for analysis. The complaint was confirmed. It is important to highlight that the event description is not clear enough explaining how the issue occurred. It was unknown if the customer cut the guidewire or due to interaction with other devices the guidewire became fractured. Based on the information available and the analysis performed, the most probable cause is cause not establish since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available this device was used per the directions for use (dfu.).

Event description:
It was reported to boston scientific corporation that a jagwire was used in the common bile duct during an ercp (endoscopic retrograde cholangio pancreatography) procedure on (B)(6) 2020. According to the complainant, during the procedure,the distal tip detached. The procedure was completed with a new jagwire guidewire. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: corewire was broken.